Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-25137 and 1627487-2013-25142. It was reported the patient was experiencing excessive warmth while recharging her ipg. An sjm representative met with the patient and reprogrammed her system to improve coverage and reduce energy usage. The patient was instructed to recharge in smaller and more frequent intervals. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.